Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system on (B)(6) 2011. It was reported that the pt feels pulses down his legs occasionally when the stimulation is off. No further info is available at this time.